Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was leakage at the catheter and hub junction. The following information was provided by the initial reporter. The customer stated: "after the infusion, the nurse found a small amount of exudation at the needle connection, so she replaced the intravenous indwelling needle and replaced the catheter tube."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1076801. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was leakage at the catheter and hub junction. The following information was provided by the initial reporter. The customer stated: "after the infusion, the nurse found a small amount of exudation at the needle connection, so she replaced the intravenous indwelling needle and replaced the catheter tube."